Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 I(air in line) during initial drain on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and informed the hp of the errors meaning. Per the hp, the hp was connected and there are no leaks. The hp would restart therapy with a new setup. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.